Manufacturer narrative:
Patient indicates that his symptoms of pain for left knee are worsening since his last visit. The quality of the pain is dull and aching. Current treatment- anti-inflammatories. Knee examination-range of motion 0-125, patient has effusion, not severe (new). Knee x-rays-well positioned exactech knee, no evidence of loosening or lucency. Patient¿s treatment plan-whole body bone scan and ¿lab work¿. Initial implant date: (B)(6) 2015 for left knee degenerative joint disease. Indications-severe left knee arthritis resistant to conservative measures. Patient information-male, dob (B)(6)1942, 204 lbs. (Bmi 30.5). Relevant medical history left knee tka and left hip arthroplasty. Knee examination-range of motion 0-125, patient has effusion, not severe (new). Knee x-rays-well positioned exactech knee, no evidence of loosening or lucencies. Initial implant date: (B)(6) 2015 for left knee degenerative joint disease. Indications-severe left knee arthritis resistant to conservative measures. Per IFU# 700-096-004, postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware or fracture. The fracture is now fully healed. The most likely cause of the reported event is the patient¿s underlying condition. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware or fracture. The fracture is now fully healed. The most likely cause of the reported event is the patient¿s underlying condition. Concomitant medical products:¿ optetrak logic psc tibial insert size 4, 11mm (cn: 02-012-44-4011, (B)(4). Optetrak logic fit tibial tray cemented, size 4f/4t (cn: 02-012-45-4040,(B)(4). Optetrak 3 peg patella cemented 35mm diameter (cn: 200-02-35, (B)(4).

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: optetrak logic psc tibial insert size 4, 11mm (cn: 02-012-44-4011, sn: (B)(4)); optetrak logic fit tibial tray cemented, size 4f/4t (cn: 02-012-45-4040, sn: (B)(4)); optetrak 3 peg patella cemented 35mm diameter (cn: 200-02-35, sn: (B)(4)).

Event description:
The aware date will be 15 aug 2019. This project was to find the information submitted by dr. (B)(6) to cases already entered into the exactech complaint system. There has been research into the current electronic complaint handling system, the legacy complaint handling spreadsheets, and the most recent backlog 2018-2019 complaint handling spreadsheet to find matching complaint information. This patient has no match to any of the information we have. Email sent to (B)(6) (dr. (B)(6)¿s nurse on 15 august 2019) requesting information if patient has been revised, or any other additional patient information. By (B)(6), rn event description: doctor office visit on (B)(6) 2019 -patient indicates that his symptoms of pain for left knee are worsening since his last visit. The quality of the pain is dull and aching. Current treatment- anti-inflammatories. Knee examination-range of motion 0-125, patient has effusion, not severe (new) knee x-rays-well positioned exactech knee, no evidence of loosening or lucency treatment plan-whole body bone scan and ¿lab work¿. Initial implant date: (B)(6) 2015 for left knee degenerative joint disease. Indications-severe left knee arthritis resistant to conservative measures. Patient information-male, (B)(6) (bmi 30.5). Relevant medical history- left knee tka and left hip arthroplasty.